Event description:
Patient had right total knee arthroplasty in march, 1989. Has had a two week history of "squealing" of knee.patient underwent revision of total knee on 1/18/94 with replacement of metal back patella component and articulator surface. Operative findings reflect the patella component was eroded with a large defect present.